Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second proglide is being filed under a separate medwatch MFR number. The device was not returned to abbott vascular for investigation. Furthermore, a specific failure of the device has not been reported. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, an unknown device failure occurred. A second device was used with the same results. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information has been provided.